Event description:
Bougie introducer tube used for intubation. After was used in the patient's mouth, approx at the 27 cm mark there was a brown mark that corresponding to a brown mark in the sterile wrapper. The tube was placed in the patient's mouth to the 23 cm mark. No patient harm detected. Diagnosis or reason for use: endotracheal intubation.